Event description:
It was reported the laparoscope, gynecologic had a rainbow shadow with streaks on the image. The issue was found during a laparoscopic therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken, the image was purple . A root cause could not be identified. Based on the results of the investigation, the cause not identified for reported allegation. In addition the image was purple was caused by a broken r unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.